Event description:
Per dealer, the sieves beds are dusted.per independent repair center statement, unit is alarming or red light. The key failure is that the sieve beds are dusted. Other issues were that the 4-way valve was dusted, the popper valve was dirty/clogged, and the compressor had worn bearings.